Manufacturer narrative:
A lot history record review was completed for lots 25126659, 25128905 and 25129155 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not activate when the toggle was pulled to its most proximal position. No energy was delivered to the jaws. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. One of the connecting wires to the switch was broken and not connected to the switch. The location of the broken wire is on the exposed metal section just after where the wire insulation ends and before the expose wire is soldered to the switch. No contamination was seen on the switch. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure mode ¿intermittent continuity¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel filled with smoked. The harvesting tool and cannula was pulled out of the leg. The physician assistant saw the jaws continue to burn and activate without activation toggle pulled. The harvesting tool was then disconnected from the generator. The pa then opened another hemopro kit and the harvesting tool was connected to the generator, it started to burn and activated without being triggered by user. This new harvesting tool was then disconnected from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.